Event description:
It was reported to boston scientific corp on 9/4/08, that in 2008, an endostat ii electrosurgical unit's power knob would intermittently not function. There was no pt involvement.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.